Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, potassium, and chloride. The sample initially resulted as 162 mmol/l for sodium, 6.4 mmol/l for potassium, and 90 mmol/l for chloride. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 137 mmol/l for sodium, 5.4 mmol/l for potassium, and 104 mmol/l for chloride. The repeat results were believed to be correct and a corrected report was issued. The patient was not adversely affected. The customer was asked, but did not provide the sodium, potassium, or chloride electrode lot numbers or expiration dates. The field service representative could not determine a cause. He checked the system for discrepancies. The customer ran calibration and quality controls; these passed within specifications. The field service representative ran a precision study using pooled patient serum and results were within guidelines.

Manufacturer narrative:
The ise sodium electrode lot number was x92 with an expiration date of 09/30/2014. The ise potassium electrode lot number was f87 with an expiration date of 10/31/2014. The ise chloride electrode lot number was k32 with an expiration date of 09/30/2014. A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.